Event description:
Facility reported internal blood leak (18 uses). Estimated blood loss 150cc. Incoming pressure on the renatron 30-40 psi reported. Pre-rinse off the "ro", pressure 30-40 psi reported. Facility does not use a test strip in the port. (Leaks happening 30 minutes to two hours into the treatment. Total of 4 leaks in five days). Maximum reuse is 30. Questionnaire has been sent to the facility for further info. The sample is not available for exam. Medwatch filed on the blood loss.